Event description:
It was reported that after a da vinci si total benign hysterectomy procedure a black wire was sticking out of the fenestrated bipolar forceps instrument at the distal end when cleaning. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was found with a frayed pitch cable at distal idler. No damage was found on the pulley and clevis. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.